Event description:
The co2 laser would not function. The console displayed "rf supply over temp", and would not ready itself. Per protocol, the laser had been tested prior to the start of the case and was found to be fully functional. Forty-five minutes later and after several attempts, the laser became operational. The company representative will be coming in to service the equipment.